Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the attachment was heating when used less than a minute during biomed inspection. There was no patient involved.